Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issues of lower peep (positive end expiratory pressure) than set and low exhaled tidal volume (vte) levels was confirmed. In addition, ventec observed that its inspiratory pressure was low. Ventec replaced the external flow module (efm) to resolve the reported issues. Proper device operation was observed through functional and performance testing. The investigation determined that the cause of the reported issues was the efm.

Manufacturer narrative:
The device has not yet been returned to ventec for an evaluation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
A third party service provider contacted ventec to report that their device had low peep (positive end expiratory pressure) readings and its exhaled tidal volume (vte) levels were low. There was no patient involvement.